Event description:
Breast implants were recalled in 2019 for causing cancer. I began having a lot of pain and tests showed an area on my right breast that required an open biopsy. The biopsy was negative for cancer but revealed chronic inflammation in the capsule. I'm also suffering from bilateral capsular contracture stage IV which is very painful. I will have to have these implants along with the capsule removed soon. All will be sent to pathology to be sure we didn't miss anything on the biopsy. Pt codes: 4504, 4929, 1761. Device code: 1524. Ref report: reference report: mw5177956.